Manufacturer narrative:
(B)(4). Additional information: the device was not returned evaluation. However, the customer has inspected and repaired the device on-site. The quality engineer has confirmed the reported condition as a fuse issue. The customer repaired the fuse themselves to correct the reported condition. A device history review was performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)46). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with the reported condition of "no mains ac icon displayed on the front panel- the customer has checked the external fuses and replaced one 1.6amp fuse and returned the device into use". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.